Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation, "hole, non-specific", and unilateral exchange. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation, "hole, non-specific", and unilateral exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: deflation.